Manufacturer narrative:
(B)(4).

Event description:
The pt had an MRI. After the MRI, a pump motor stall was confirmed in the event logs with no motor stall recovery. They planned to reinterrogate the pump as the pt had not been out of the MRI for very long. Additional info has been requested, a follow-up report will be sent if additional info becomes available.